Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level being displayed as ¿high¿ (no value provided). Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on (B)(6) 2021 with the issue resolved and no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.